Manufacturer narrative:
The device was returned for evaluation. During evaluation, the sensor failed continuity testing. Broken green and white conductors at the detector solder joint assembly was observed. The sensor was tested on a philips mp-40 monitor, which displayed a "sensor malf" error message.

Event description:
It was reported there was an irregular spo2 curve or the sudden loss of the spo2 curve (flat-line) on stable neonates during use of the sensor. It was noted that the led of the sensor would remain on and sometimes flash. The sensor was repositioned; however, this did not correct the issue. There is no report of any patient impact or consequence as a result of the issue.